Event description:
Pt called lfs and alleged that the meter's settings reset after a power interrupt issue. The pt visited their nurse to report the issue with their meter. The nurse advised them to obtain a new meter. No treatment was reported. The issue with the meter was not resolved with troubleshooting. Based on the info provided, there is evidence of meter malfunction. However, there is no evidence of meter contributing to a serious injury. The meter is being replaced for the pt. No further info has been reported.